Event description:
The facility's senior electrical technician reported an infusion pump with an 550 failure code. The technician stated they have no record of any pt incident involving the pump since the last baxter service event. Device failure occurred during biomed testing, during flow testing.